Event description:
A patient called to report an m31-air alarm detected in cassette. She attempted to get pass the alarm however the cycler continued to alarm. The patient was advised to reboot and cancel treatment. As the tech and the patient going through the treatment process, patient stated she was seeing fluid leaking out of the cassette door as soon as she removed the cassette and closed the cassette door. No report of patient ill effect. There is no sample.

Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.